Event description:
Pt has developed multiple symptoms of arthritis, fatigue, blood problem & severe emotional instability. The pt was admitted because of severe, acute depression due to the emotional problems.pt is overwhelmed with fear that breast implants of 7 yrs are leaking silicone causing arthralgias, muscle weakness & potentially contributing to recently diagnosis of myeloproliforative disorder. In 4/92, the rt implant ruptured. Rptr's body turned blue.pt was told she has thrombocytosis & would have to take hydroxyurea.